Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed no tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The investigation found the device to function normally. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that the blade became stuck inside the jaw right after the surgeon cut the meso rectum tissue. He tried to reopen the jaw but he could not, so he had to tear some tissue to take the device away from the rectum. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report 1: (B)(6) 2015. Date of follow-up report 2: (B)(6) 2015.

Event description:
There was no patient injury and a little bit of bleeding occurred because of tearing tissue.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.